Event description:
Trifusion placement (B)(6) 2012. Returned for a malfunctioning catheter (B)(6) 2012. Replaced catheter. The treatment center reports slow flows when he undergoes pheresis. Changes requested.